Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 16-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative (rep) regarding a patient receiving intrathecal fentanyl 500 mcg/ml at 119.91 mcg/day via an implanted pump for spinal pain. It was reported the event/difficulty occurred on (B)(6) 2020 during normal use. The patient reported losing significant amount of weight over the past few years and her pump was moving in the pocket and causing discomfort. The physician revised the pump pocket. The patient also reported discomfort in the spine at the site of anchor. The physician re-anchored in the spine and had to use a colette from the 8785 kit to reattach the catheter segment during revision. Good flow of csf through catheter after revision and successful aspiration of > 1ml csf from the catheter access port (cap) port following revision. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were re ported/anticipated or expected.